Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced post-implant deep vein thrombosis, blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events approximately six months after the index procedure after presenting to a hospital emergency room (ER). The form states that the patient presented to the ER with abdominal pain and nausea. A computed tomography (CT) confirmed that the patient was suffering from a blood clot in her leg. Approximately three weeks later the patient presented to the ER again for continued pain and nausea. Imaging revealed bilateral deep vein thrombosis (dvt) and occluded veins leading into the ivc filter and right sided iliocaval thrombus extending from the right common femoral vein and into the ivc filter. The CT scan also identified thrombus within the filter basket. The patient continues to experience worry/anxiety and pain.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a4, a5, b3, b4, b5, b6, b7, d1, d4, d11, g3, g4, g7, h1, h2, h4 and h6. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused thrombus within the filter basket. The patient reported becoming aware of deep vein thrombosis, blood clots, clotting, and/or occlusion of the inferior vena cava (ivc) approximately six months post implant. At that time the patient presented to a hospital emergency room (ER) with abdominal pain and nausea. A computed tomography (CT) confirmed that the patient was suffering from a blood clot in the leg. Approximately three weeks later the patient presented to the ER again for continued pain and nausea. Imaging revealed bilateral deep vein thrombosis (dvt) and occluded veins leading into the ivc filter and right sided iliocaval thrombus extending from the right common femoral vein and into the ivc filter. The CT scan also identified thrombus within the filter basket. The patient continues to experience worry/anxiety and pain. According to the medical records the indication for the filter implant was deep vein thrombosis while on supratherapeutic coumadin. The filter was placed via the right common femoral vein. Digital subtraction of the ivc was performed and showed a normal caliber cava which was free of intraluminal thrombus. The filter was advanced to below the level of the renal veins and deployed, post placement venogram showed good positioning. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter basket was reported. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. With the limited information provided a clinical determination cannot be made as to what factors may have contributed to the reported events. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Review of the limited information provided, suggest patient factors may have contributed to the reported events. There is nothing to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. (B)(4). It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused thrombus within the filter basket. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter basket was reported. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. With the limited information provided a clinical determination cannot be made as to what factors may have contributed to the reported events. There is nothing to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to physical and emotional damages from thrombus within the filter basket and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, loss of enjoyment of life and other damages.